Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected power error. The customer stated the insulin pump was not accepting the batteries though the battery cap was ok. Customer stated previously many batteries were replaced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. No harm requiring medical intervention was reported.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2020 the customer reported that he/she went through many batteries. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, faded serial number label. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the blank display. Unable to determine unexpected battery power loss because unable to perform the current measurement tests. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Both boards were taken out of the case and then inserted into a known good case. In this configuration the unit was able to boot up normally. The software version was able to be obtained. The boards were placed back into the test case, and the battery sleeve and the battery spring within the battery compartment were wiped down with isopropyl alcohol. The unit was still unable to boot up. In summary, the customer¿s report that he/she went through many batteries was unable to be confirmed; however, a blank display was able to be confirmed during testing. The blank display is due to the corrosion inside the battery compartment and on the battery board underneath it. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.